Manufacturer narrative:
Investigation summary: bd received 1 customer sample. Two photos of the returned sample were provided for further evaluation. The photos were reviewed and the indicated failure mode for missing stopper was observed. Additionally, 100 retention samples from bd inventory, were visually inspected and no missing stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing stopper (improper assembly). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes one tube had a missing stopper. There was no health impact or consequences reported.